Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: it was reported that a large piece of plastic was found in the syringe. To aid in the investigation, one sample was received for evaluation by our quality team. The sample came with no packaging flow wrap. A visual inspection was performed and there is a piece of barrel flange in the syringe. No other damages or imperfections were observed. This defect can occur if there is a jam at the filling machine damaging a syringe. It may have been that a piece broke off and ended up in another barrel before the rubber stopper was assembled. A device history record review was completed for provided material number 306546, lot number 0205020. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Based on the investigation with the returned sample analysis the symptom reported by the customer is confirmed. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that a large piece of plastic was discovered in syringe with a bd posiflush¿. The following information was provided by the initial reporter: the syringe has a large piece of plastic in it.